Manufacturer narrative:
Initial.

Event description:
It was reported that an infusion set appeared to fail during use of an ilet system, resulting in elevated glucose that prompted a supply change; the user observed no leaks or moisture in the tubing and provided lot numbers for the set, cartridge, and connector. Symptoms included hyperglycemia without associated complaints. Outcomes included return of blood glucose to range following troubleshooting and education. Investigation included collection of product identification and user-provided details to assess potential device or use issues. Investigation of this case revealed no observed tubing leak or moisture and no definitive device malfunction could be confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.